Event description:
It was reported that the surgeon reamed to a 54 and during implantation, the 54 cup would not seat properly. He took it out and reamed to a 55 and was able to get the 54 to seat. The surgeon believes that this cup did not conform to the size it was labeled as and would like us to test the lot.

Manufacturer narrative:
It was noted that the device was implanted and therefore not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.